Event description:
It was reported that during a da vinci s adrenalectomy procedure, the site experienced system message "cannot connect to the psc". The sites biomedical engineer reported that the cable that connects the surgeon side cart (ssc) to the patient side cart (psc) cable was damaged and that it had been pulled hard approximately two inches from the connector resulting in the cable breaking. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded that the issue experienced by the customer was associated with the red system cable. The red system cable connects the surgeon console and the patient cart and passes video, audio, and data during system operations. The system was repaired by replacing the affected cable. Failure analysis confirmed that the cable had been physically damaged and was scrapped. As of (B)(4), 2009, there have been no reported recurrences of the issue at this hospital.